Event description:
Customer reported being hospitalized for high blood glucose. Pt was treated with insulin injections and a hydration drip. Pt will see md tomorrow to check pump settings and give other recommendations. Troubleshooting was performed and pump appeared to be operating normally. Occlusion test could not be performed since customer did not have a clamp.